Event description:
It was reported that the collected blood coagulated and could not be re-infused. The account used a back up device to collect and re-infuse the blood. There is no allegation that the patient required a blood transfusion from either a blood bank or pre-donated blood. There are no adverse consequences alleged.

Manufacturer narrative:
The device was discarded at the account. The lot number provided does not match the lot numbering scheme used by the manufacturer, so a device history review cannot be done. If additional information is received, a follow up report will be filed.